Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was noise observed which could not be recreated in clinic. The lead was capped and replaced during device replacement procedure. Patient was fine, no inapropriate therapies.